Event description:
Additional information received on 03-jun-2019 indicated that "medical history, concurrent conditions, and concomitant medications were not reported. The patient received the device at week 17-18 and had to change after 2 days, had broken and parts of it were left in the stomach. There was no death, illness, injury or unexpected medical or surgical intervention that occurred. If it did not come out, a surgical intervention was required. Action taken was unknown. Outcome of events were unknown."

Manufacturer narrative:
Additional information added to event description. The investigation remains in progress. All information reasonably known as of 28 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot aa8176f82 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 17 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 28 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the product "breaks and pieces are left in the stomach." Additional information received 13-may-2019 indicated that there was no patient injury. The complainant was asked if there was a need for surgery and the response received was "perhaps, nurse does not know if maybe it was necessary in order to take out the pieces."